Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient reported resetting the application which was unsuccessful. Patient stated that their smart device is using ios 9.2 which is not compatible with the application at this time. No additional patient or event information is available.